Event description:
As reported by the edwards field clinical specialist, during the transaortic tavr procedure, the first 26 mm sapien valve was positioned and deployed 50:50; however, severe central aortic insufficiency (cai) resulted. The wire was removed, which reduced the cai to moderate. The sheath was then removed from the aorta; however, during closure of the access site, the ai became severe. A new sheath was placed and a second 26 mm sapien valve was implanted 50:40 aortic (one cell higher) within the first valve. A repeat echo showed trace to mild cai and trace paravalvular leak. The sheath was removed and the access was closed. The patient was transferred to the unit in stable condition. Per report, the pre deployment echocardiogram (tee) had shown the non-coronary leaflet was very long and had bulky calcification and the patient had a congenital bicuspid valve. A bav was not done. During positioning and deployment, there was poor imaging due to the patient¿s size. In addition, the physician found it difficult to determine the coplaner angle due to the native bicuspid valve. The cai was attributed to possible native leaflet overhang or a frozen leaflet.

Manufacturer narrative:
Per report, the patient¿s aortic valve was severely calcified; the aortic root was moderately calcified; there was mild ventricular septal hypertrophy and no mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be poor, ventilation was held and there was no loss of pacing capture during valve deployment. As noted in the instructions for use, the safety and effectiveness of the sapien valve has not been established for patients with congenital bicuspid aortic valve. Per the IFU, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien training guides instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the central leak was attributed to procedural (suboptimal image intensifier angle/coaxial alignment of the delivery system) and patient factors (congenital bicuspid valve, long non-coronary leaflet, severe, bulky native valve/leaflet calcification). Without imaging the cause of the event cannot be confirmed; however, the potential causes cited above appear to have contributed to the events reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.